Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that 3 out of 4 reservoirs do not fill with insulin. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised that the reservoirs were most likely the result of an occlusion. The customer was advised that additional reservoirs would be sent to her.